Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The vessel was reported to have been moderately calcified and tortuous. The pt had a short aortic neck. It was reported that the physician was attempting to adjust the stent graft and pulled the graft down to far. It was reported that the physician implanted two aortic cuffs. Final angiogram demonstrated there were no endoleaks. No clinical sequelae were reported, and the pt is reported to be fine.